Event description:
The customer noted that an ethyl alcohol (etoh) calibration was failing, quality control (qc) was out of range, and a falsely depressed carbon dioxide result, obtained on the atellica ch 930 analyzer with serial number cm04450, was reported and questioned by the physician(s). The customer requested service, and after a siemens customer service engineer completed the service repair, the customer recollected the patient sample and used the same analyzer to perform repeat testing. The repeat result was considered to be correct, and the customer issued a corrected report. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The customer noted that an ethyl alcohol (etoh) calibration was failing, quality control (qc) was out of range, and a falsely depressed carbon dioxide result, obtained on the atellica ch 930 analyzer with serial number cm04450, was reported and questioned by the physician(s). The customer requested service, and after a siemens customer service engineer (cse) completed the service repair, the customer recollected the patient sample and used the same analyzer to perform repeat testing. The repeat result was considered to be correct, and the customer issued a corrected report. The customer performed troubleshooting, which included running a new qc and reagent, replacing the diluent, and requesting services. Siemens dispatched a cse to the customer site. The cse performed troubleshooting, identified reaction bath temperature low errors, and noted the air conditioning (ac) fans were blowing on the analyzer. The customer turned the ac off, repositioned the fans away from the analyzer, rebooted the analyzer, and noted the temperatures reached the specified ranges. The cse verified the analyzer, qc results were within acceptable ranges, and the analyzer performed as specified. Siemens evaluated the atellica ch 930 analyzer and noted that the reaction ring was outside the allowable range and had 'cuvette temperature' errors. Post-service repair, qc was acceptable, and patient testing resumed with no further issues. The potential cause of the falsely depressed carbon dioxide result is the ac unit and fans blowing on the instrument, which caused the reaction bath temperature to be below the specified range. The analyzer was verified and operational. No further evaluation of the device is required.